Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed non-physiologic noise in combination with a baseline shift in primary configuration, resulting in inappropriate shock therapy. The local area field representative was unable to reproduce the noise during in-clinic follow-up. X-ray imaging of the s-ICD system was also obtained. Boston scientific technical services (ts) reviewed the episodes and suspected sense b node issues. Ts recommended programming secondary vector. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. The s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed non-physiologic noise in combination with a baseline shift in primary configuration, resulting in inappropriate shock therapy. The local area field representative was unable to reproduce the noise during in-clinic follow-up. X-ray imaging of the s-ICD system was also obtained. Boston scientific technical services (ts) reviewed the episodes and suspected sense b node issues. Ts recommended programming secondary vector. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. The s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.